Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the upper port 0-7 the lead would not come out of the header block. Caller reported they removed the setscrew and put some mineral oil to assist w/ the lead removal and the physician was able to remove the lead at that time. Caller reported they placed the 0-7 leg into the intellis 8-15 port for a better grip (per caller). Caller reported electrodes 14 <(>&<)> 15 are out of range but all other electrodes are good. No symptoms were reported. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a representative was contacted by a different representative regarding a case in which a lead could not be removed from an ins. The representative noted that they were able to remove the lead eventually and the lead was ok once removed. Additional information was received from the manufacturer representative (rep). It was reported they were first notified of this issue on oct 12, 2021. The cause was not clearly determined other than lead felt stuck in the old ipg. The issue was resolved by placing sterile mineral oil in old ins and working with lead until it came out. Issue has been resolved and no other information is known. Additional I information was received from the manufacturer representative (rep). It was reported that the patient was able to receive effective therapy.